Event description:
The unit will not shut off at "zero" position. The complaint did not report that there was any adverse consequences for pts.

Manufacturer narrative:
The flowmeters leaked at "closed" position due to manufacture assembly error. Amvex has initiated a recall the suspected units.